Event description:
IV was not infusing. Inspection of the tubing demonstrated a solid block of something (looked like plastic) blocking the fluid from flowing.what was the original intended procedure?IV fluid administration.